Event description:
It was reported that pdf printing was not well working: pdf reports were not available after print. The smartview 2.42 version was re-installed on the subject programmer and pdf export worked well afterwards. An explanation was required.

Event description:
It was reported that pdf printing was not well working: pdf reports were not available after print. The smartview 2.42 version was re-installed on the subject programmer and pdf export worked well afterwards. An explanation was required.